Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope picture was black. There was no harm or injury reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d9, h2, h3, h6 and h11. Corrected field: b5. The device was returned to olympus for inspection, and the reported failure was confirmed. Device inspection found picture was black was due to image-evis goes out when angled. Based on the results of the investigation and previous investigations, reasonably known information suggests probable causes of the reported failure is due to electrical/electronic component failure. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 for information inadvertently left out of previous report:'it was asked but unknown when issue occurred.'